Event description:
It was reported that after a bipolar hip surgery performed on (B)(6) 2008, the pt developed a bacterial infection and a spacer was implanted on (B)(6) 2008.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 6020-4535, lot # 24797401, description: accolade 132 size 4.5. Cat # 6260-9-026, lot # 23251809, description: 26mm -3 lfit v40 head. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. A supplemental report will be submitted upon completion of the investigation.